Manufacturer narrative:
Physio-control supplied part info to customer for repair.

Event description:
The reporter stated that the adult hard paddle slip-on is broken, needs part number for replacement. There was no pt use associated with the reported incident.